Event description:
This solicited device case was rec'd on (B)(6)2015 from a non health care professional via pt support program. (B)(6): pt support program involving synvisc. This case concerns a (B)(6) female pt who experienced cancer and pain in the knee after receiving synvisc injection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2014, the pt initiated treatment with synvisc injection, at a dose of 2 ml, (frequency, route and expiration date not provided, batch/lot number: s13131) in an unspecified knee for osteoarthritis. The same day, pt was diagnosed with pain in knee. On an unk date, after unk latency, pt was diagnosed with cancer after synvisc injection. It was reported that pt was schedules for her second knee injection in march. Action taken: unk. Corrective treatment: chemotherapy for cancer and not reported for pain in knee. Outcome: unk for cancer. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for cancer. Reporter's causality assessment: not reported for cancer and unk for pain in knee. Company causality assesment: associated for both events. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a (B)(6) female pt who was diagnosed with cancer after her synvisc injection. The exact temporal relationship of event with the synvisc cannot be established since date of occurrence of event is unk. However, role of synvisc in the occurrence of event cannot be ruled out completely. Furthermore, there is no info regarding the pt's medical history, concomitant medication used by the pt and exact clinical diagnosis of event, therefore complete case assessment is difficult.